Event description:
The customer reported that the alarm has power but the volume will not adjust to a higher setting, the customer tested with new batteries and no visible damage to the alarm case. This was discovered during use but there was no pt injury or incident that occurred. Inspection shows that alarm powers on but the alarm tone is inaudible.

Manufacturer narrative:
(B)(4). Volume will not adjust to higher setting. Eval results - eval of the returned product found that the alarm case is damaged near the battery compartment and the unit powers on but the alarm is inaudible. Cannot continue with any functional tests. (B)(4).